Event description:
It was reported that high capture threshold and low sensing were observed on the atrial lead. During an unrelated routine device exchange procedure, the atrial lead was found to be dislodged and was believed to have been the cause of the reported electrical anomalies. The atrial lead was capped and replaced to resolve the event. The patient was in stable condition.